Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). The impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, and the right ventricular lead integrity alert was triggered.

Event description:
It was reported that a right ventricular (rv) lead alert was triggered due to low impedance and episodes of noise. The lead was capped, abandoned in the patient, and replaced. No patient complications have been reported as a result of this event.